Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that there was evidence of moisture in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Reportedly, evidence of moisture ingress was observed behind the display lens.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/19/2014 with the following findings: visual inspection revealed that moisture was not present behind the display lens, and no evidence of moisture ingress was observed inside of the cartridge compartment. The pump failed a leak test due to a display lens leak; this device failure directly caused the reported event. The pump case was removed, and corrosion was found on an internal component; the reported event was duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.